Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that customer was experiencing hyperglycemia. Customer had a reported blood glucose level of 400 mg/dl. Cannula was reported to be bent. Insulin pump was not returned for analysis.